Event description:
The customer stated they received a questionable cholesterol gen.2 result for one patient on their c702 analyzer. The sample was processed by the customer's modular pre analytics device. The customer stated the sample quality was ok; there was no hemolysis, lipemia, or icterus. No other samples were affected by this event. The patient's initial cholesterol result was 0.12 mmol/l. The repeat result was 5.74 mmol/l. The customer stated both results were reported outside the laboratory. There were no adverse events. The cholesterol reagent lot number was 685301. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(4).

Manufacturer narrative:
A root cause could not be determined with the information provided. Based upon the information provided, the issue was most likely caused by insufficient sample pipetting. This may be due to pre- analytical sample issues.